Manufacturer narrative:
The customer declined to have their glidescope spectrum smart cable returned for evaluation and disposal. At this time, the cause of the reported issue could not be determined; however, it is likely that the age of the spectrum smart cable, three (3) years and five (5) months, caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image was intermittent when the cable was wiggled. The customer's biomed was able to isolate the issue to the spectrum smart cable. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.